Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right atrial (ra) lead was noted to be fractured during an unrelated device explant procedure. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pace impedance measurements. It was also noted that it appeared as though the ra lead was no longer sensing. Boston scientific technical services (ts) discussed programming and potential lead revision. The system remains in service. No adverse patient effects were reported.